Manufacturer narrative:
This report is for an unk - ria/unknown lot. Part and lot numbers are unknown, UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in new (B)(6) as follows: it was reported that on (B)(6) 2021, during ria case for bone grafting, drive shaft, tube assembly and reamer head was attached as per normal. Surgeon start to ream the drive shaft appeared to be broken, while no obvious metal fragments was presumed. The shaft had been damaged in previous surgery and as it was a loan set there was no record of previous case. New drive shaft and tube assembly opened and case proceeded as normal. Surgery was completed successfully with five (5) minutes surgical delay and no patient consequences. This report is for one (1) unk - ria. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: g1: manufacturing site name and address h3, h4, h6: part #: 314.743. Synthes lot #: 7404017. Release to warehouse date: december 13, 2013. Manufactured by: selzach. Supplier: synthes USA hq, inc. No ncr's were generated during production. Visual inspection: the ria driveshaft l520 (p/n: 314.743, lot #: 7404017) was returned and received at us customer quality (cq). Upon visual inspection, the distal end of the shaft was observed to be broken and the broken fragments were not returned. Additionally, scratches and nicks from regular field usage were observed on the device, which do not impact the functionality of the device. No additional issues were observed. Device failure/defect identified? Yes. Dimensional inspection: the shaft diameter of the device was measured to be within the specification the per drawing. Document/specification review:. The following documents were reviewed:. Drive shaft assembly ria: current and manufactured revisions. Drive attachment assembly ria: current and manufactured revisions. Drive shaft ria: current and manufactured revisions. No design issues or discrepancies were identified. Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed as the device was broken. No definitive root cause could be determined based on the provided information. The unintended forces might have contributed to the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.